Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the one grip close cable was broken at the distal idlers. The idler pulley spun freely. The cable segment stuck out at the wrist. The other cables at the wrist were undamaged. The pulley was damaged. The distal idler pulley on which the broken cable was seated had a section that was bent inwards. The evidence was inconclusive, but the pulley damage was likely due to mishandling and the damage likely contributed to the cable breakage. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure the mega suturecut needle driver instrument was noted to have frayed cables. No patient harm, adverse outcome or injury was reported.